Event description:
It was reported that the patient has experienced autonomic dysfunction, low blood pressure, headaches, swallowing issues, decreased perception of stimulation, and loss of breath during exercise prior to a recent vns settings adjustment. It was also reported that the patient stayed at a clinic for three weeks and had her vns turned off for five days with no resolution of the symptoms. It was reported that the vns had not been medically ruled out. No additional relevant information has been obtained to date.

Event description:
Additional information was received from the patient's neurologist that he does not believe that any of the patient's symptoms are related to vns. The symptoms do not only occur with stimulation and do not resolve when the device is disabled. Settings and diagnostics for the patient were reported to be as intended and within normal limits.